Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e602 analyzer. The patient's initial hcgb result was 0.100 mui/ml accompanied by a data flag. The initial result was released to the patient who did not agree with the result because in (B)(6) the patient had an hcgb result of 815.6 mui/ml. After the patient complained, the customer repeated the sample on (B)(6) 2013 on the e602 and the result was 10000 mui/ml accompanied by a data flag. The sample was diluted 1:100 and the result was 102413 mui/ml. The customer repeated the sample on an analytic e module and the result was 10000 mui/ml accompanied by a data flag. The sample was diluted and the result was 96305 mui/ml. There were no adverse events. The hcgb reagent lot number was 171601. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were within range. No reagent issue was evident.